Event description:
It was reported by the customer that the bd pyxis¿ medbank tower had an issue where the patient medication orders were not showing. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the patient medication orders were not showing. A technical support specialist confirmed from the customer that they were able to get the patient medications to show in the myqlink, medication was destocked by customer, found that the item was set to be restocked but the cubie was removed, and the new cubie was not put into the drawer or seated properly and recommended the customer to send a new cubie fill for the medication. The system functioned as intended after the technical support specialist assessed the device.